Event description:
Procedure: lap cholecystectomy. According to the reporter: the nurse opened the 5mm dual pack optical bladeless trocar, as per standard procedure, upon removing the trocar obturator and fixation cannulae, the scrub nurse attempted to ready the product, by passing the obturator through the valve and locking it in place. In this instance, it wasn't possible to pass the obturator through the valve as it was being stopped at soon as the tip entered the valve. Rather than forcing the product together, it was put to one side, and another unit was opened (from the same lot number). This was the only reported incident of this kind from this or any other lot number. There are no other products from this lot number remaining in use; in so much that they have all been used up. Upon attending and speaking with helen, the problem was described and I had the opportunity to handle the non-contaminated products.. They attempted to pass the obturator through the valve and found significant resistance. Initially, it appeared that the obturator may have been too big for the valve, but after a number of attempts with a much higher level of force (than is normally required), the obturator, passed through the valve. Upon closer inspection, it was clear that the sides of bi-leaflet valve were sealed over, as opposed to just being approximated. Instead of separating the sides of the valve, the obturator had torn through the valve. Which is visible to the naked eye. Sample being returned. No adverse effect to the patient. No tissue loss/damage. No unanticipated blood loss. No extension in surgery. No extension in incision. Nothing fell into the patient. No reinforcement material.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/01/2015.

Manufacturer narrative:
(B)(4).